Event description:
End user reported that two screws, on both sides of the solara3g wheelchair, where the back meets the seat, continue to fall out, causing he bck handle to swivel. Stated that the screws have been replaced 5 times.